Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was serviced at customer site. Upon visual inspection no physical damage was observed. The reported complaint for the thermogard displaying an airtrap error was confirmed during event log review and initial functional testing. The airtrap was observed with humidity. Dried and cleaned the airtrap to remedy the issue. The system passed all the final functional testing and it verified that the system met all the manufacturing specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During set-up, the thermogard console (sn: (B)(4)) displayed an air trap warning after priming. Drying the air trap did not resolve the issue. A secondary thermogard console was used to begin patient's temperature management therapy. There is no known patient consequence reported.